Event description:
Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with abdominal ventral hernia thereby underwent open repair with the implant of composix mesh e/x (device #1). Per operative notes, ¿a large hernia sac was identified and was completely excised. Then the strong fascial edges were identified, and a composite mesh e/x (device #1) was brought and sutured circumferentially with the help of suture.¿ (B)(6) 2011 - patient was diagnosed with recurrent abdominal incisional hernia thereby underwent open repair with removal of mesh (device #1) and component release. Per operative notes, ¿there were multiple hernia sac in the midline. The patient was found to have a previous mesh which had also ripped apart. All that area was excised. There were some adhesions, and all these were carefully taken down. A lot of hernia sac and the previous sac were excised. The bard mesh (device #2) was brought in and sutured to the edge of that defect on both sides with the help of running sutures.¿ (B)(6) 2011 - patient had urinary tract infection, abdominal pain and abdominal wall abscess/seroma thereby underwent drainage and aspiration. (B)(6) 2012 - patient had chronically infected mesh and abdominal wall abscess from a ventral hernia repair thereby underwent drainage and provided with some IV antibiotics. (B)(6) 2012 - patient had non-healing midline wound, and a recurrent epigastric bulge thereby underwent repair. Per operative notes, ¿fistulous tract was excised from the wound circumferentially. It was found that the fascia and the mesh were intact and there were no areas of any exposed mesh. No hernias were palpated on examination of the fascia.¿ (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional ventral hernia, lysis of adhesions and infected mesh thereby underwent repair with excision of infected mesh (device #2). Per operative notes, ¿the hernia sac was completely excised. Found old mesh (device #2) near the site that was chronically draining, then excised this mesh and closed the fascia primarily.¿ (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #3). Per operative notes, ¿the hernia sac was isolated and circumferentially dissected down. A sepramesh ip (device #3) was placed using interrupted stiches and defect was closed primarily.¿ attorney alleges that the patient had abscess, adhesions, hernia recurrence, pain and emotional injuries. It is also alleged that the patient underwent additional surgery on (B)(6) 2013 for an open repair of a recurrent ventral hernia.

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, post implant of bard flat mesh, patient was diagnosed with hernia recurrence, infection, adhesions, abscess, seroma and abdominal pain thereby underwent repairs with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, seroma and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was to represent the composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.